Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer tested the patient sample on the advia centaur xp instrument which was running a reagent pack which had been on the advia centaur xp instrument for two weeks and had been used for comparison measurements. The customer ran the patient sample without running quality controls. As per the advia centaur xp (B)(4) instructions for use, "to monitor system performance and chart trends, as a minimum requirement, quality control samples should be assayed on each workshift that samples are analyzed." The cause of the discordant, (B)(6) result on one patient sample was failure to follow the instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample upon repeat testing on an advia centaur xp instrument. The sample was initially tested on an immulite 2000 xpi instrument, resulting (B)(6). The initial and repeat results were not reported to the physician(s). The sample was repeated on an alternate platform, also resulting (B)(6). The (B)(6) result from the alternate platform was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.